Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and click anchor site. The ipg was no longer charging. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-lead fixation upn: m365sc43160 . Model: sc-4316 . Serial: na. Batch: 18380612. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18463535/18463535. UDI: (B)(4).